Event description:
Device malfunction: device # 3 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second and third proglide devices were used with the same results. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
Device # 1: proglide part # 12673-03, lot# unk indicated is being filed under medwatch MFR number 2953144-2009-01866. Device # 2 proglide part # 12673-03, lot #unk indicated is being filed under medwatch MFR number 2953144-2009-01867. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.